Manufacturer narrative:
Patient age - estimated. Approximate age of device - 2 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) and was reported that log files were submitted for patient who is part of a clinical study. Technical service reviewed the log files and noted that there was low power hazard event observed on (B)(6) 2018 which was due to patient's mpu ac power cord becoming loose and noted that there was no interruption in pump support to the patient during this event. No additional information was provided.

Manufacturer narrative:
The reported event of a low power hazard alarm while on the mpu was confirmed based on the information recorded in the log files provided by the customer. The event log file contained approximately 7 days of events, recorded from (B)(6) 2018 to (B)(6) 2018. The information recorded on (B)(6) 2018 at 00:41 revealed that the system was powered by an mpu. The associated voltage levels indicated that mpu power was lost, resulting in low power hazard alarms. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the event. The mobile power unit was not returned for evaluation. Review of the device history records revealed that the mobile power unit was manufactured with the v-lock ac connector and the device met specifications prior to leaving manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g4 : additional information.